Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 15 march 2017. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when utilizing the frazier guided suction with the navigation system. The surgeon reported that a csf leak occurred due to the imprecision. The reported issue occurred when the software indicated that the surgeon was 1 cm from the cell base, the surgeon pressed on the pressurized air cell which then pushed into the skull base causing a csf leak to occur without visible dural defect. The surgeon performed an endoscopic repair to the patient to resolve the csf leak. The patient has since been reported to be stable and healthy. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue.